Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead tip could not be "spun out" normally. The ra lead was not used and a replacement ra lead was implanted with no issue. It was further reported that the catheter sheath used with the ventricular lead could not be cut normally. The sheath was removed and a replacement sheath was used with no issue. No patient complications have been reported as a result of this event.